Manufacturer narrative:
The end user replaced the evap assembly which resolved the issue. There was no ge healthcare repair.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in agent delivery in excess of the +30% of setting during a case. There was no patient injury.